Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power alarm, weak battery alarm or low battery alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump would alert for a low battery 12 hours after inserting a new battery. The customer also reported that the insulin pump had an off no power alarm out of the blue. The customer removed the battery and put it back in and received a weak battery alert. The customer declined troubleshooting and was advised to revert to a back up plan.